Event description:
It was reported that the ultrasonic scalpel quit activating during the procedure. A kleppinger was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
The complaint device was not returned to ascent for evaluation so a root cause could not be determined. The device and packaging were not saved so device information such as lot number, manufacture date, and expiration date were not provided. The reported event is not occurring more frequently or with greater severity than is usual for the device.